Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirmed the reported issue. The iabp unit failed the compressor test, to address the issue, the fse replaced the scroll compressor. The fse then performed a full calibration, all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that prior to use on a patient, at power up of the cardiosave intra-aortic balloon pump (iabp), a power-up test fails # 14 occurred. There was no patient involvement, and no adverse event reported.